Event description:
Healthcare professional reported left side "rupture/deflation". Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Manufacturer narrative:
Clarification a2: only year of birth provided. Additional, changed, and/or corrected data: a2, a3.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.